Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: fold creases. Leak test and microscopic analysis was performed which identified: crack valve. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported left side partial deflation, capsular contracture baker grade iii, and pain. The device has been explanted but not replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: partial deflation, capsular contracture baker grade iii, and pain.

Event description:
Healthcare professional reported left side partial deflation, capsular contracture baker grade iii, and pain. The device has been explanted but not replaced.